Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 338.31; synthes lot: ft00189; supplier lot: ft00189; release to warehouse date: february 22, 2017; supplier: (B)(4). The raw material was confirmed to be correct per the specification with no (relevant) non-conformance noted. No nonconformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: visual inspection performed at customer quality (cq) observed that distal cannulated threaded tip has sheared off at most proximal thread. The distal sheared off tip fragment was not returned. The break is mostly transverse but with one jagged edge. The balance of the device shows wear consistent with use. As the broken distal threads will lead to the issues described in the complaint description, this complaint is confirmed. The cause of the issue could not be determined to be use error, misuse/abuse, noncompliance, postoperative trauma. Dimensional inspection: measured dimensions: outer ø: 4.04 mm; conforming inner ø: largest gauge pin fit- 2.72 mm; conforming document/specification review: the following drawings were reviewed. Dhs/dcs coupling screw shaft: no design or manufacturing defect or deficiency was observed during the investigation. A device history review (DHR) was performed for the returned instrument¿s lot number and no material review reports (mrrs), ncrs, or complaint-related issues were identified with the lot number which may have contributed to the complaint condition. Material/hardness review: the design per shaft component design drawing specified the shaft component to be manufactured from 304 stainless steel. During the DHR review, the raw material was confirmed to be correct per the specification with no relevant non-conformance noted. Investigation conclusion: a definitive root cause for the given complaint condition could not be determined from the provided information. However, it is likely that any unintended excessive force could have contributed to complaint condition. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of event reported as (B)(6) 2018; exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date in (B)(6) 2018, patient underwent a hip surgery. During the surgery, the dynamic hip coupling/ connecting screw was stripped and was not engaged with the unknown lag screw. It was noted that another dynamic hip screw set was opened, and another coupling screw was used. It was unknown if there was a surgical delay. The procedure was successfully completed. Patient outcome was unknown. Concomitant device reported: dhs/dcs lag screw (part# unknown, lot# unknown, quantity#1) . This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for complaint (B)(4).